Manufacturer narrative:
(B)(4). Catheter evaluation results: the device involved in this event was evaluated by a cross-functional team of engineers. The tip of the device was confirmed to have been lased off during the procedure. It is highly suspect that fluoroscopy was not in use while lasing as is recommended. The IFU instructs the user to "not extend the laser catheter distal tip marker band beyond the orientation marker band" as "this may result in damage to the device tip." The user is also advised to "only advance and manipulate the turbo tandem system under fluoroscopic guidance to confirm the location and orientation of the tip." The user is warned that not following these guidelines may result in damage to the tip of the catheter. A review of the device's history did not indicate any issues during the manufacturing of the device that would have resulted in the tip of the device coming off during a procedure. Feedback regarding the results of this investigation will be provided to the physician.

Event description:
This was a peripheral vascular intervention to treat pad in the sfa. During the procedure, the tip of the device came off. The physician was able to snare the tip and retrieve it from the patient's vasculature. A turbo elite laser sheath was opened and the case was completed successfully. No adverse effect to the patient.